Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin- contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, the husband of a (B)(6) year old female pt contacted zoll customer support to report that the pt had a skin irritation under the front electrode that was causing bleeding. The pt's doctor requested that a sales rep visit the pt. The sales rep adjusted the lifevest and the pt continued to wear the device. There was no further follow-up info on the condition of the irritated area.